Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified brachiocephalic vein. A 12.0 x40, 75cm charger¿ was advanced. The balloon was inflated at 20 atmospheres (atms) for 45 seconds on the first and second inflation. The balloon ruptured on the third inflation at 20 atms for 45 seconds. The device was removed completely from the patient. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal transition zone to the distal transition zone. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the complaint information indicates that the balloon was inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified brachiocephalic vein. A 12.0 x40, 75cm charger¿ was advanced. The balloon was inflated at 20 atmospheres (atms) for 45 seconds on the first and second inflation. The balloon ruptured on the third inflation at 20 atms for 45 seconds. The device was removed completely from the patient. No patient complications were reported and the patients status was fine.